Manufacturer narrative:
Device unique identifier (UDI) #: the device was manufactured prior to UDI requirements. Approximate age of device - 5 years and 7 months. The explanted device was received for analysis. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. On (B)(6) 2016, it was reported that the patient was experiencing ¿unusual¿, unspecified alarms. The patient remained asymptomatic. The patient has a known history of distal end percutaneous lead (driveline) replacement reported in complaint (B)(4). The system controller log file analysis performed by the manufacturer¿s technical services representative on (B)(6) 2016 revealed pump speed decelerations greater than 200 rpms below the low speed limit that appeared to be occurring while the lvad system was connected to the power module. On (B)(6) 2016 the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. It was reported that after the percutaneous lead replacement, all tests on the driveline passed. The patient would continue support using the power module patient cable. After the percutaneous lead replacement, a follow up system controller log file analyzed by the manufacturer¿s technical services representative on (B)(6) 2016 revealed low speed operation events while the vad is connected to the power module. The vad clinician requested ungrounded power module patient cables be provided to the patient for power module connection. The patient would remain on ungrounded patient cables awaiting a heart transplant. On (B)(6) 2016, it was reported that the patient experienced low speed operation events and the pump speed almost dropped to 0rpm. The patient was in the hospital bathroom when the pump speed decreased. The patient became symptomatic, hitting the head. The healthcare professionals were considering a pump exchange for the patient. The patient subsequently underwent a pump exchange on (B)(6) 2016. It was reported that the patient was recovering very well post pump exchange. No additional information was provided.

Manufacturer narrative:
A distal end percutaneous lead (lead) replacement was performed and approximately 19.5 inches of the external portion/distal end of the lead was returned and evaluated. Electrical continuity and high potential testing did not identify any breaches to the wires that would have resulted in the reported event. Following the percutaneous lead replacement, the patient continued to experience red heart alarms, and the patient underwent a pump exchange. The explanted pump was returned with the lead cut approximately 6.5 inches from the pump housing and the severed portion of the lead was returned in two pieces, a 5 inch piece and a 30 inch distal end portion. Electrical continuity and high potential testing was performed on the 30 inch distal end portion and the 6.5 inch pump end portion of the lead, which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 5 inch portion of lead did not reveal any discontinuities or shorts. The shielding and bionate layers were removed, and examination of the underlying wires revealed breaches and compromises in the insulations of the red, brown, black, green, and orange wires at what would be between 8 inches to 8.5 inches from the pump housing. The conductors of these wires were exposed. The insulation breach of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The disruptions in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the pump was supported by the power module. The disruptions in the wires would have affected all three wire phases and would have also interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the pump was supported by batteries. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.